Manufacturer narrative:
Due to character restrictions in block e1 event site name : el hospital tongji afiliado a la facultad de medicina de la universidad de ciencia y tecnología de huazhong due to character restrictions in block address : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine equipment inspection the cs100 intra-aortic balloon pump (iabp) had a loop leakage fault. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4; d8; d9; g1; g3; g6; h2; h3; h4; h6 type of investigation, investigation findings, investigation conclusion; h11. A getinge field service engineer (fse) checked and found after on-site inspection that the safety disk needed to be replaced. The decision for parts replacement is still pending by customer, suggest to close this cpc. In case customer requires the service for parts replacement in future, will reopen the investigation and update.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). Due to character restrictions in block e1 site name : (B)(6).